Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, the patient's blood pressure dropped and a tamponade was noticed. The patient experienced a temporary respiratory arrest and the reporter stated that a perforation was also suspected. The pericardial effusion was confirmed by a transthoracic echocardiogram (tte). Pericardial tap was performed and the patient was reported to be intubated and in stable condition. The outcome of the adverse event was reported as improved. The physician¿s opinion regarding the causality of adverse event was possible device related.

Manufacturer narrative:
Product analysis investigation will not be conducted since the device was disposed by the account. The device history record (DHR) could not be performed since the lot number provided by the customer was not recognized by our system. It could not be identified. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4); stockert 70 system us catalog #: s7001 serial #: (B)(4).